Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Vessel morphology was not reported. It was reported that the patient returned with a occlusion iliac limb occlusion, due to thrombosis. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: occlusion. Conclusion: lack of information.